Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown, but referred to as cook celect platinum filter. PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter would not detach from deployment system. Doctor even tried to release it on the table after removing the system. There were no additional procedures needed. They opened a second filter and place that one. The deployment system still attached to the hook. It wouldn¿t release while holding down the button, and pushing forward, or turning. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: filter would not detach from deployment system. The doctor also tried to release the filter on the table after removal but was unsuccessful. They opened a second filter and place that one. One fluoroscopic image was provided for the investigation and an imaging review was performed. Per imaging reviewer´s findings, ¿single fluoroscopic image demonstrates a celect platinum ivc filter being deployed via right jugular approach. The filter is located just to the right of the spine with a 16° of rightward tilt relative to the bony landmarks. The filter is completely unsheathed from the deployment system and the grasping hook appears to still be attached to the ivc filter hook¿. Per imaging reviewer´s impression,¿ the single image submitted for review does demonstrate the grasping hook still engaged with the ivc filter hook, with the filter completely unsheathed from the deployment system. There is a significant rightward tilt, which may be present as a result of mild forward forces on the system the deploying physician used while attempting to detach the filter. The IFU does explicitly state that slight back tension should be applied when the release button is depressed and that excessive tension during the deployment may prevent the filter from releasing from the release mechanism when activated¿. Jugular introducer and celect-pt filter was returned for product evaluation. Per product evaluation: there was a filter with a lot of harden blood around inside the jugular introducer. It was possible to expand the filter and release from the grasping hook. There was no nonconformance observed at the filter hook. There was no nonconformance observed at the grasping hook. It is not possible to determine the reported failure, based on the product evaluation. But the reported failure is most likely seen, if there is used to much back tension during release, this may prevent the filter from releasing when the release mechanism is activated. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However, a likely cause is that excessive tension during deployment could contribute to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.